Manufacturer narrative:
The pod involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels of frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hours after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance. A follow-up request for additional information about the device and the event was made, but no response was received from the customer.

Event description:
The customer's mother reported that her son had experienced high bg levels (331mg/dl) with moderate ketones. As a result of, he "spent part of the weekend in the hospital." The report implies that the mother had attempted to deliver correction boluses to treat the high bg's, but, despite this, his levels would not lower. The mother ended the call in order to tend to her son. A follow-up request to obtain additional information about the device and the event was unsuccessful. The pod will not be returned for evaluation.